Event description:
It was reported that restenosis occurred. In (B)(6) 2015, in-stent restenosis (isr) at the right posterior descending artery (rpda) was treated with 2.50 mm x 20 mm promus priemer drug eluting stent. In (B)(6) 2025, the patient reported to have had chest pain for several weeks. The patient received medication, and percutaneous coronary intervention was scheduled for a later date. Two weeks later, the patient was hospitalized for further evaluation and treatment. The 100% isr extending from the proximal rca extending to rpda was treated with laser atherectomy, and balloon angioplasty. A cutting balloon was then used in the entire rca vessel. Ivus was performed and revealed isr at the junction of the mid and distal rca. A 4.0 mm x 30 mm agent dcb was used at the proximal rca, a 3.50 mm x 30 mm agent dcb was used at the mid rca, and a 2.50 mm x 30 mm agent dcb was used at the distal rca, all successfully.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that restenosis occurred. In (B)(6) 2015, in-stent restenosis (isr) at the right posterior descending artery (rpda) was treated with 2.50 mm x 20 mm promus priemer drug eluting stent. In (B)(6) 2025, the patient reported to have had chest pain for several weeks. The patient received medication, and percutaneous coronary intervention was scheduled for a later date. Two weeks later, the patient was hospitalized for further evaluation and treatment. The 100% isr extending from the proximal rca extending to rpda was treated with laser atherectomy, and balloon angioplasty. A cutting balloon was then used in the entire rca vessel. Ivus was performed and revealed isr at the junction of the mid and distal rca. A 4.0 mm x 30 mm agent dcb was used at the proximal rca, a 3.50 mm x 30 mm agent dcb was used at the mid rca, and a 2.50 mm x 30 mm agent dcb was used at the distal rca, all successfully. It was further reported that post revascularization in november 2025, 29% stenosis was noted with timi 3 flow.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of the device. This code was selected as the most probable complaint cause based on the information available. It was reported that restenosis occurred. Restenosis is listed as known potential outcome of the procedure and use of the promus premier device as outlined in the instructions for use.